Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the midline incision due to suspected infection. The patient was presented to ER and underwent an explant procedure. It was stated that not all implanted items are populating so physician was unable to explant everything.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing pain at the midline incision due to suspected infection. The patient was presented to ER and underwent an explant procedure. It was stated that not all implanted items are populating so physician was unable to explant everything.